Event description:
On (B)(6), 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2008, there was an intervention and the pt was implanted with a gore excluder aaa aortic extender component. Pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.